Event description:
Lumbar 4-5 instrumented fusion performed (B)(6) 2022. On follow-up imaging after surgery there was noted to be a loose locking cap on the left at lumbar 4. Lumbar4-5 left instrumentation revision performed (B)(6) 2023.